Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl) while attempting to activate a new pod. The needle did not deploy at pod activation, indicating a needle mechanism failure. As treatment, a new pod was placed. The patient resides in australia but was travelling in romania at the time of the event.